Event description:
Customer reported a malfunction with their pump, displaying malfunction code malf 03. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to put the pump into storage mode before returning it using a pre-paid label, and acknowledged understanding these instructions. Backup therapy using multiple daily injections (mdi) was planned to ensure uninterrupted insulin delivery.